Event description:
It was reported that a proultra endo tip separated. Outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident, a proultra tip #5 separated. Though there is no indication that pt injury resulted, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approximately 15mm from the bend. Further info pertaining to outcome of this event will be reported if it becomes available.